Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a proximal left anterior descending artery (lad). Four low speed treatments were performed for 25 to 30 seconds each with appropriate time in between treatments. The patient's hemodynamics were fine throughout each treatment. During the fifth low speed treatment, the patient began to moan. Angiographic imaging showed a large perforation at the distal left main / proximal lad area. The patient's blood pressure dropped. Cardiopulmonary resuscitation was performed, and a covered stent was placed. The patient was able to make a full recovery and was in stable condition. In the physician's opinion, there was no device issue with the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a proximal left anterior descending artery (lad). Four low speed treatments were performed for 25 to 30 seconds each with appropriate time in between treatments. The patient's hemodynamics were fine throughout each treatment. During the fifth low speed treatment, the patient began to moan. Angiographic imaging showed a large perforation at the distal left main / proximal lad area. The patient's blood pressure dropped. Cardiopulmonary resuscitation was performed, and a covered stent was placed. The patient was able to make a full recovery and was in stable condition. In the physician's opinion, there was no issue with the oad.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient effects of perforation of vessels, low blood pressure and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported patient effects of perforation of vessels, low blood pressure and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no. Updated: h6 (codes 4118, 3233, and 11 no longer apply).